Event description:
Device 3 of 3. Reference MFR reports: 1627487-2013-17122 and 1627487-2013-17123.

Manufacturer narrative:
Results: as received the leads were cut into two segments. Visual inspection of one of the lead segments showed a kink with all wires broken at approximately 16cm from the stimulation end. The broken wires were consistent with an in vivo overstress condition. The broken wires likely caused an intermittent stimulation or discomfort prior to detaching, which also caused the stimulation to feel like it was turning on and off. The second lead showed no anomaly. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.